Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transeptal transcatheter mitral valve replacement (tmvr) with a 26mm sapien 3 ultra resilia valve in mitral annular calcification (mac) case, they were unable to cross the septum with the 26mm commander delivery system (ds), so the decision was made to remove the ds and the 14f esheath+ from the patient. Upon removal, it was noted that the valve was not removed with the ds and the valve had become dislodged. The valve was still on the wire in the patient's right femoral vein. The decision was made to partially deploy the valve in the right femoral vein. A new ds, sheath and valve were then prepped. When the new sheath was inserted, the valve that was deployed in the right femoral vein was pushed into the inferior vena cava (ivc). The decision was then made to use a 20mm non-edwards balloon was used to inflate the valve. When the new valve was deployed in the mitral position, the ivc was measured. After successful deployment of the second valve, upon pulling back the ds, the ds balloon was then used to further expand the valve that was in the ivc. There was no injury, and the patient has been discharged from the hospital. The perceived root cause was the septum was under dilated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: impact code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device the complaints for thv dislodged off balloon during withdrawal through sheath are unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the patient screening and procedural supplement manual for mitral valve-in-valve, it is noted that inadequate dilation of the septum may compromise the delivery system tracking through the septum. In this case, the under-dilated septum may have led to mechanical resistance, causing the delivery sheath to hang up at the septal wall rather than advancing smoothly into the left atrium. A valve positioned on the balloon exhibits a larger overall profile compared to a valve positioned off the balloon. The larger valve profile may have made it more susceptible for the valve to catch on the distal end of the sheath and dislodge from the delivery system during removal. As such, available information suggests that procedural factors (withdrawal of a crimped thv) may have contributed to the reported valve dislodgement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.